Event description:
During a lap chole procedure, doctor noticed there was no energy directed to the instrument and asked the circulating nurse to increase the power. The nurse noticed that the cord was snapped in half with one end in the esu, the other end had fallen next to the surgeon's foot and caught the doctor's pants on fire. The nurse put out the fire, replaced the cord and the procedure was completed with no more problems. After pt was discharged, they checked into another hospital the next day for surgery and was found with a bowel injury. Pt died the next day.